Event description:
A malfunction associated with code malf 9 was reported, but no notable events occurred prior to this issue. Customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact on blood glucose levels. Technical support provided information to reset the pump and assisted the customer with the reset process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump but to call back if any issue reappears, which they understood and acknowledged.